Manufacturer narrative:
The investigations for the 1 event did not identify a product problem. The cause of the event could not be determined. The samples were submitted for investigation where the customer's high crpl3 results were not confirmed. The customer's repeat results were confirmed during the investigation. The follow up/corrective actions for the 1 event were as follows: the field service engineer adjusted the gear pump pressure, checked the rinsing of the cuvettes which were ok and replaced reagent and sample probes. Qc was acceptable. Sample material was requested for investigation. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. An erroneous low result was generated by the cobas e 411 immunoassay analyzer. The event involved a total of 3 patients with high crpl3 c-reactive protein gen.3 results.